Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine drive on the 9800 system would not work. No pt injury was reported.